Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that saturday afternoon, the patient started shaking pretty bad. Today, the programmer shows the implantable neurostimulator (ins) is off. When they pressed the ins on button to turn the patient back on, it hurt the patient's head and the patient could not breathe. They turned the ins back off. They confirmed the ins battery level was showing 100% on the programmer. They stated that they did not have the programmer over the patient's chest on saturday so they did not turn the ins off. They do not know why the ins would be off . They stated the only things that could be related is that the patient had a covid shot saturday and about 3 weeks ago, the patient fell and broke their  foot.